Event description:
It was reported that the implantable cardioverter defibrillator was unable to pair due to a potential bluetooth malfunction. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
The reported event of inability to communicate via ble was confirmed. Based on the review of the information provided, it was confirmed that a memory corruption had occurred, resulting in the loss of ble connectivity.

Event description:
New information received indicates a ble reset was performed and the device was able to pair.